Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer logged into hardware test application, performed eject all operation, removed debris and small pieces of medication and a rubber band. After clearing the obstruction, the fse reinstalled cubies, and confirmed the drawer functionality through hardware test application (hta) tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers need maintenance. This message that appears when trying to recover main drawer 4. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.